Event description:
Caller states the patient tested 2.4 inr on the coaguchek test system 1 and 3.2 inr on coaguchek test system 2. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent. Coaguchek test system 1: meter, strip lot 439a, exp. 04/30/2008, cat/3116247. Coaguchek test system 2: meter, strip lot 356a, exp. 01/31/2008, cat/3116247.

Manufacturer narrative:
Suspect device is coaguchek test strip lot 439a for test system 1.